Event description:
The fe reported the system failed to display a fluoroscopic image. This issue will cause th system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lvps (low voltage power supply) module was evaluated and replaced. The system was tested and found to be working as intended and returned to service.